Event description:
New information noted that the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing on the vf episode which led to an inappropriate shock. It was noted that some of the r-wave amplitudes were as small as the t-waves. Further information was requested however, was not provided.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Further information was requested however, was not provided.

Event description:
New information noted that the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing. Further information was requested however, was not provided.